Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 7.1 cm was returned for analysis. External insulation abrasion exposing the outer coil was noted at 5.7-5.9 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.